Manufacturer narrative:
A review of the device history records could not be performed as lot code information was not provided. A complaint history review could not be performed as no lot code information was not provided. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
Per maude report (mw5073117): I had a stryker triathlon knee replacement (B)(6) 2014. It hurt so badly that I had to have a revision (B)(6) 2015. The bottom half keeps slipping and causing severe pain to where it had to be replaced also. But before I could have that done, I was diagnosed with breast cancer, so I had to get through that before I could get my knee fixed finally on (B)(6) 2016. Well I am still having a big problem with this unit, it still slips and it locks down to where I have to work to bend it.